Event description:
The hcp reported that, the pt was treated with perioperative antibiotics. The pt was diagnosed with meningitis. The primary symptoms of infection were fever and redness. The primary location of infection was the device pocket. A culture was obtained from the device pocket which grew mrsa. The pt was treated with IV antibiotics and total system explant. The infection resolved. The pt did not experience any drug withdrawal and the pt was covered with oral medication. There is a possibility that there was postoperative wound or skin contamination. The pt recovered without sequela. The pt's pump contained lioresal.

Manufacturer narrative:
.